Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with a fingerstick reading of 271 mg/dl after eating eggs and following a same-day infusion set and cartridge change; the user reported site pain earlier and has a history of scar tissue, and no device alerts or alarms occurred. Symptoms included hyperglycemia. Outcomes included user-performed troubleshooting and continued monitoring without the need for medical care. Investigation included guided troubleshooting to disconnect and test the tubing for flow, inspection of the cartridge for leaks, confirmation of proper tubing fill and connection, and a site change followed by resumption of delivery. Investigation of this case revealed no alarms, no leaks, and prompt droplet formation on tubing testing, with pain at the infusion site and potential suboptimal absorption due to scar tissue considered; the infusion set and pump components functioned as intended based on in-field checks. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.